Event description:
On (B)(6) 2025, the user's caregiver reported that the user¿s ilet touchscreen was unresponsive on the unlock screen. Initially, the caregiver stated there was no visible damage, but videos later confirmed a crack in the display. The user was unable to slide to unlock, and the ilet was deemed nonfunctional. A replacement was arranged, and the user was advised they may switch to backup therapy until the replacement arrived. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.